Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the reported issue regarding a tear in the eyeshade rubber was reproduced. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the eyeshade rubber of the inclinable binocular tube was torn. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report, and to provide additional information based on the legal manufacturer's final investigation. Corrected field: h6 (medical device problem code), h8. Updated fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 20 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the issue occurred due to long-term use and handling. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.